Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had low blood glucose of 40 mg/dl due to 12:00 a.m. Basal rates and was requesting adjustments. Caller was advised to contact healthcare professional for basal rates and to advice of low blood glucose.